Manufacturer narrative:
(B)(4). The device was returned to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue of error code 200. The psu board was replaced as identified in the investigation to address the reported issue. The scratched top plate and damaged usb loom were replaced. The unit was upgraded to arc detect compatability per service manual. The unit failed rf testing and was put on hold pending the release of the new service manual. After release of the new manual and test parameters, the unit was retested and passed all functional tests and is fully operational. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Prior to shoulder surgery unit giving error code 200-26. Surgery proceeded with another unit. There was no delay and no patient harm.